Event description:
The technician alleged that the side rail had loose mounting screws and will not tighten. No pt impact.

Manufacturer narrative:
The technician found the plastic side rail molding screw holes are worn. The technician replaced the side rail to resolve the issue.